Event description:
Pt was admitted to hosp for removal and replacment of bilateral ruptured breast implants and bilateral capsulectomies. During surgery, an old hematoma on the right side and a relatively firm capsule was found. Both breast implants were ruptured intracapsularly. These implants were placed in 1980 following bilateral mastectomies for cystic fibrotic breast disease. MFR is unk. Pt authorized hosp to dispose of their explanted breast implants.